Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient underwent their first shunt procedure in 2009 in (B)(6). According to the report, in (B)(6) 2012, the patient had a chronic subdural hematoma and had a revision in (B)(6) to replace the valve. During the revision, it was determined the peritoneal catheter was torn. Both the valve and catheter were replaced, but the part of the torn catheter could not be removed at that time. Reportedly, during a later revision for a different shunt in (B)(6) 2017 a torn peritoneal catheter was removed, but it was unknown if it was from the shunt implanted in 2009 or the patient¿s other shunt implanted in 2012.